Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the function of the flow module and the flow sensor. He confirmed that the flow rate was displayed on the central control monitor (ccm). The flow module and flow sensor were replaced. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The UDI information of the flow sensor that was replaced and returned along with the flow module was pn 6382, sn (B)(6) UDI (B)(4). Per data log analysis, on 15-mar-2021: 05:56:46 perfusion screen was opened. 08:51:26 backflow alarm (indicates flow is being measured). 12:59:28 perfusion screen was exited. 13:01:13 the system was powered up after a power down. 13:02:01 perfusion screen was opened. 13:11:22 perfusion screen was exited. Normally when a flow meter is not measuring flow, the flow is displayed as '---'. In this case it was reported that the flow was displayed as '000'. At 08:51:26 the flow meter reported a backflow alarm indicating flow was not '000'. In this case, the log cannot be used to confirm the complaint. During laboratory analysis, the product surveillance technician (pst) connected the flow module and flow sensor to a lab use only (luo) roller pump with tubing filled with water and ran the pump. The flow readings were as expected and the module and sensor both met specification.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow module did not display a flow rate reading and was only showing zeros. The flow module was disconnected, reconnected and the issue was resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.